Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spinal stenosis procedure: lumbar decompression it was reported that during surgery, the tip of the micro-pituitary snapped. During the decompression, the surgeon grabbed a piece of tissue with the upbiter and the jaws on the instrument snapped at the opening of the tip. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the returned instrument identified the lower shaft is fractured at the lower pivot pin, the pivot pin is missing, and the dynamic jaw appears to be broken out at centerline. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.